Event description:
It was reported that the patient underwent an anterior cervical surgical procedure to treat two herniated discs. It was reported by the patient that the patient experienced unusual symptoms including insomnia, racing heartbeat, diarrhea, constant urination, headaches, extreme fatigue, and unusual side effects to medication that the patient did not have in the past. The patient visited a toxicologist to have blood test run. Test came back with elevated levels, but not toxic. The patient underwent a surgery to have the plate removed. A week after removing the plate the symptoms went away. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.